Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons would stick and had delayed or intermittent responses. The patient denied damage to the keypad. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be delayed, intermittently unresponsive, and required multiple presses to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.